Event description:
It was reported that during implant the physician had problems with the suture sleeve. The suture sleeve became detached and was retrieved. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.